Event description:
It was stated that the hospital believes incident is due to clinician error and inappropriate access to administrator code. Incident still being investigated by hospital. The customer has been asked for further information. The event date was unknown. There are patient involvement and patient was harmed. The event occurred at hospital. The customer can change each protocol to give more access to lower levels of security if required, but by default, only the administrator can go into manual mode. It was suggested to the customer to develop a hospital policy for accessibility of cadd codes.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
E1 - initial reporter email null updated. H1 corrected. H6 annex a code corrected from a23 to a24. H6 annex g code corrected from g02040 to g04150. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.